Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported issue. Physio observed that the device had a charge-pak and service wrench icon present; however, the device would still power on and provide sufficient defibrillate in this condition. The service wrench was caused by a non-critical event code logged in the device's memory and the charge-pak icon was caused by an expired charge-pak being installed. A review of the device's memory showed that the unit never had three icons illuminated as previously stated by the customer. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.